Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The customer country, region and institution was incorrectly reported on the initial and have been corrected on this follow up MDR.